Event description:
Customer's mother reported via phone, the insulin pump kept alarming button error. Due the alarm she had to call the customer's doctor to get insulin for manual injections. Customer's blood glucose was 342 mg/dl. Customer was in soccer practice while alarm occurred. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return he device for further analysis.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.